Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the insulin pump alarmed with no delivery. Customer stated he removed the infusion set from insertion site, manually primed a couple of units and got insulin to come out of the tubing. Customer then changed the site and still received no delivery. He then changed insulin, reservoir and infusion set and received 12 units of insulin, even though the no delivery alarm occurred. The customer declined to troubleshoot. Customer was advised the device would be replaced and agreed to return the product for analysis.